Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported tha the customer experienced an elevated blood glucose (bg) however, a value was not provided. Reportedly, the cause of the bg was due to customer being a "bad diabetic." A bolus via the pump was delivered to address bg. A recommendation was made for the customer to discuss elevated bg with a healthcare provider.